Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to hypoglycemia event. Patient was then admitted to intensive care unit (ICU). Blood glucose level was 80-87 mg/dl at the time of the event. Patient got treated with intravenous drip. The duration of hospitalization was greater than 24 hours. Patient was experienced the symptoms of sick/unwell, and vomiting. No further information available.